Manufacturer narrative:
.

Event description:
A total of 3 pts (dbs lead n=3) experienced depression at more than two weeks post dbs therapy initiation. The symptoms were typically mild and some pts benefited from stimulator parameter changes. Other specific treatment and outcome information was not provided.